Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece model lens, but was unable to do so. There was patient contact but no injury. Additional information was requested, but the facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (unable to insert lens). Lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).